Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted to upgrade the patient to a dual chamber ICD. A right ventricular lead revision was performed at the same time for poor pacing and sensing. Under flouroscopy it looked like the slack had been pulled out of the lead, and it could not be repostioned. A new rv pace/sense was placed.